Manufacturer narrative:
As received, a complete lead was returned in one-piece visual examination found the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil was over torqued inside the connector region. Electrical testing did not find any indication of conductor fractures but found shorts between conduction paths due to over torqued inner coil inside the connector region.

Event description:
During initial implant procedure, increased capture threshold and decreased sensing was observed on the right ventricular (rv) lead. A new rv lead was successfully implanted to resolve the event. The patient was stable with no consequences.